Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual inspection was performed and the reported shaft separation and shaft kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the nc trek coronary dilatation catheter instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. The investigation determined the reported shaft kink appears to be related to circumstances of the procedure. The reported hypotube separation appears to be related to use error as the bent shaft was straightened then re-advanced. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly calcified, non-tortuous left anterior descending (lad) artery the nc trek balloon dilatation catheter (bdc) was being advanced inside the guide catheter without resistance but was kinked/bent. The bdc was slightly retracted and the bent shaft straightened then re-advanced in the guide catheter toward the lesion. The bdc hypotube shaft became separated. A different bdc was used to secure the detached device and all devices were removed together as a system. A different bdc was used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.